Manufacturer narrative:
Corrected data: h10 verbiage for component most likely missing from initial report and now updated in additional report-1: additional components potentially involved in the event include: common device name: lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000102798.

Event description:
It was reported that during an ipg replacement on (B)(6) 2023 (related manufacturer reference number 3006705815-2023-06929), x-rays showed that one of the implanted leads was fractured and recorded high impedances. The physician opted not to explant and replace the lead since effective therapy was restored with one lead. The investigation was unable to determine the lead that was fractured.

Manufacturer narrative:
It was reported to abbott, during an ipg replacement, high impedance was observed one lead after it was connected to the new ipg. X-ray imaging identified a fracture at the anchor site. They connected both leads and the rep was able to get coverage with the one functioning lead. Doctor does not plan on replacing the broken lead unless coverage is lost. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.